Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 3. Seconds or 99% of expected accuracy. Perform preventive maintenance service.

Event description:
According to the event description: over infusion issues was reported.